Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communication error after physical activity, and the alert reappeared after an initial restart but did not recur following a subsequent user-initiated restart. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no need for medical care and no hospitalization. Investigation included customer troubleshooting and education on bluetooth communications and device restart. Investigation of this case revealed a transient communication malfunction associated with the device¿s bluetooth module that resolved after restart, with no effect on insulin delivery or glucose control observed. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication anomaly that could not be replicated after reboot. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.